Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead received inappropriate anti-tachycardia pacing (atp) and multiple inappropriate shocks due to p wave oversensing. The lead also exhibited low intrinsic amplitude measurements, and was found to be dislodged via x-ray. A surgical revision was performed and the lead was repositioned. No additional adverse patient effects were reported. The lead remains in service.